Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and observed that the two (2) nuts for battery well #2, which secures the device's battery pins, were loose. This condition could lead to the battery pins themselves becoming loose and lead to a loss of power when the device is moved. Physio then tightened both nuts in battery well #2 and ensured that all other internal connections were secure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently power off by itself when tilted backwards. The customer advised that they were able to quickly restore power. There was patient use associated with the reported event; however, no additional information about the patient or the event was provided.